Manufacturer narrative:
No issues were observed with the fully deployed soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The pod was returned with the adhesive pad fully attached and all welds intact. No problems were observed that could contribute to the reported failure to adhere, and the cause of this reported event could not be determined. No issues were observed with the formed needle to cause the reported skin condition swelling. The cause of this reported infusion site event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 19.5 mmol/l (351 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient noted a lump at the site. A new pod was successfully applied.